Manufacturer narrative:
Image review: an image shows a slightly kinked stent with slightly raised struts at the distal end. An image shows a slight kinked stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, a kink occurred. During intraoperative use, it was found that the device had developed an abnormal kink in the middle. The device was inspected after removal from the hoop with no issues noted. The patient was not affected and no adverse event. No patient complications have been reported as a result of this event.